Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject transform balloon device had difficulty being deflated during procedure. It deflated in the end but it took longer than it should. There were no clinical consequences reported due to the event. No further information is available.

Event description:
It was reported that the subject transform balloon device had difficulty being deflated during procedure. It deflated in the end but it took longer than it should. There were no clinical consequences reported due to the event. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.